Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It is reported that the unit ventilator stopped working during a case. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It is reported that the unit ventilator stopped working during a case. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that on the date of event the airway pressure (paw) has gone very negative during ventilation. In this case the piston pressure controller stops the ventilator temporarily as a precaution and the device also alarms for "ventilator fail". Manual ventilation remains possible. The replaced control board was available for investigation at the manufacturer¿s lab. However, the reported issue could not be duplicated. Since the found error codes could indicate an issue with the airway pressure (paw) sensor, the paw sensor from the replaced board was also tested but again, there were no indications for a malfunction found. Therefore, it was concluded that patient activity - for example extreme inhalation of the patient - might have been the root cause for the underpressure situation. Dräger finally concludes that the device behaved as specified upon the detected pressure situation by initiating an emergency shutdown of automatic ventilation and posting the corresponding alarm. On site the device was tested after the repair according to manufacturer's specification and the proper operation of the device got confirmed. It was not possible to determine the exact root cause.